Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard was defective/damaged as it was found "cracked." No serious injury or medical intervention reported.

Event description:
It was reported that the bd insyte autoguard was defective/damaged as it was found "cracked." No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective/damaged with lot #7118974 regarding item #38181214. Investigation conclusion: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.